Manufacturer narrative:
B5; additional information received : it was confirmed there were no issues with the reliant during preparation. The IFU was followed when inflating and using the balloon. The balloon burst during regular touch up, it did not interact with any calcification or stents of the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was used as an accessory device during the endovascular treatment of a 70mm aaa. It was noted that the diameter of the aortic neck during placement was 25mm, the proximal neck length was 13mm and there was vessel tortuosity duringplacement. It was reported that during the index procedure, the reliant balloon burst during the first inflation. A non-mdt balloon was used to complete the procedure. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.